Manufacturer narrative:
Date of this report: (B)(6) 2015. Describe event or problem: additional information received: it was confirmed that the procedure to remove the screw took place on (B)(6) 2016. The physician was ¿unable to remove the screw without injuring the adjacent tooth. This was a known possibility.¿ at this time the patient is recovering from the surgery at home. If implantation of the dislodged tooth is not possible, she may need a bridge. Date received by manufacturer: 01/20/2016.

Event description:
Additional information received: it was confirmed that the procedure to remove the screw took place on (B)(6) 2016. The physician was "unable to remove the screw without injuring the adjacent tooth. This was a known possibility." At this time the patient is recovering from the surgery at home. If implantation of the dislodged tooth is not possible, she may need a bridge.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis results not available; device has not been returned. Note: per the instructions for use: placement: -- the screw is inserted on or slightly beneath the genial tubercle, below the roots of the teeth. Possible complications: -- complications associated with airvance tongue suspension include those associated with other tongue base suspension and advancement methods. These risks include: infection, tongue edema, osteomyelitis, and neurovascular damage due to penetration of the suture passer through the lateral tongue base. Wharton¿s duct and sublingual salivary gland damage (intraoral approach), damage to the teeth roots due to incorrect screw placement, relapse or over-correction of the tongue due to incorrect tightening of the sutures, muffled speech and suture breakage.

Event description:
It was reported that after the initial implantation of the device on (B)(6) 2015, it was found that the patient had a "tooth injury; screw in the way of tooth socket." "The screw is in the tooth socket. It dislodged the tooth, and an implant [replacement] can't be placed there unless the screw is removed." The surgeon will attempt to remove the screw to change the location and place a new one; surgery is scheduled for (B)(6) 2016.

Manufacturer narrative:
Date of this report: 12/19/2015. Suspect medical device: expiration date: 05/26/2017 lot #: 0209650728. Concomitant medical device: 76353200m: bone screw 76353200m airvance system, lot 0209668444 manufactured: 06/01/2015, use before: 05/31/2017. Date received by manufacturer: 01/26/2016. Device mfg date: 05/27/2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.